Manufacturer narrative:
Device evaluated by MFR: the returned product consisted of a liberte-veriflex stent delivery system (sds) and stent with no other devices. There was contrast in the inflation lumen. The stent had moved on the balloon 5mm distally from the proximal markerband and there were stent strut impressions present on the surface of the balloon between the marker bands, indicating the stent was appropriately positioned and secured to the balloon in manufacturing. The tightly folded balloon indicated the device was subjected to no positive (inflation) pressure. There were multiple stent struts stretched and bent in various locations throughout the length of the stent. The magnified inspection presented no damage or irregularities that could have caused or contributed to the reported crossing difficulty or the stent damage and stent moved on balloon. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause classification of this investigation is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, stent damage was noted. The 90% stenosed target lesion was located in a severely tortuous and moderately calcified right coronary artery. There was a significant lesion bend greater than 90 degrees. The 15 x 4.00 mm liberte stent delivery system was introduced but failed to cross the lesion because a stent strut was bent. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reporting that during a stenting treatment procedure, stent damage was noted. The 90% stenosed target lesion was located in a severely tortuous and moderately calcified right coronary artery. There was a significant lesion bend greater than 90 degrees. The 15 x 4.00 mm liberte stent delivery system was introduced but failed to cross the lesion because a stent strut was bent. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.